Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that emergency medical services were called because they unresponsive while asleep. The customer was treated with food but they did not take the customer to the hospital because the customer's condition improved. The customer stated that they blood glucose was lower than 20 mg/dl at the time of he incident. The customer's blood glucose at the time of the phone call was 127 mg/dl. The customer declined troubleshooting. The insulin pump will not be returned for analysis.